Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement and sensing issues. A surgical intervention was necessary to resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgment during the repositioning the led exhibited sensing issues, as a result the lead was replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effect were reported